Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, pain, wrinkling, and "particles floating around inside the implants".

Event description:
Patient reported left side deflation, "pain", "wrinkling", "particles floating around inside the implants" and implant removal with no exchange due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an extended opening, brown particles in fill channel, purple particles in outer surface, and fold creases. Leak test and microscopic analysis were performed which identified an extended opening with striated edge on anterior side and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment was a striated edge opening assessed as surgical damage, and the wrinkling condition was observed, nevertheless this was not considered a workmanship issue as the device was explanted.

Event description:
Patient reported left side deflation, "pain", "wrinkling", "particles floating around inside the implants" and implant removal with no exchange due to the patient's concern with the product. Device has been explanted.